Event description:
The complainant reported the automated impella controller (aic) did not recognize the purge cassettes. The initial aic was replaced, and the case continued. Ultimately care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer in aachen fs, it's been observed that purge disk retainer was broken, which explains intermittent disk detection. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.